Manufacturer narrative:
The pod was received deployed having run 60 pulses. No damages or defects that would contribute to a needle mechanism failure were observed. The pod was reset to a not deployed state and was observed to redeploy with no issues. Due to the exact time of the pod deploying being unknown, the cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour.